Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until they were able to purchase a new pump.